Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies, and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.